Event description:
It was reported that, noise resulting in pacing inhibition were noted on the device. As a result, the patient experienced dizziness and vomiting. The device was reprogrammed to resolve this event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.